Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected g4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents and scratches on distal end and dents and slight bent on outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to missing c ring on light guide adapter and a cracked video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the plug of the subject device repeatedly fell out of the tower and requires inspection. The issue was found during inspection for use. There were no reports of patient involvement.